Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/19/2016 with the following findings: there was one loss of prime warning observed in the black box with low non zero force. The original complaint could not be adequately investigated due to additional failures. Unrelated to the original complaint, a load step malfunction occurred during testing; the piston pushed all the way up until the cartridge was empty during the load step. The force calibration was out of specification; the force sensor was removed and the resistance value was found to be out of specification. The pump was opened and contamination was found on the force sensor plate. Also unrelated, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).